Event description:
It was reported that the vns patient¿s device was showing high lead impedance. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.